Event description:
The reporter stated the surgeon attempted to insert a +21.5 diopter cc4204bf collamer single piece lens but the lens tore. There was no pt contact or injury. The reporter stated they felt there was problem with the ftp indigo foam tip plunger. The lens was not loading properly and was sticking in the cartridge and the foam tip plunger overrode and tore the lens. Another same type lens was implanted.